Manufacturer narrative:
No patient was involved in this event. No parts were received by the manufacturer. Event problem and evaluation: the user facility (a cadaver lab) is not the original owner of the imaging system and does not have a service contract with medtronic; therefore, a system check-out will not be performed by a medtronic representative at this time. Meanwhile, the facility was informed by medtronic that the unit should not be operated.

Event description:
A representative from the user facility reported that the image acquisition system (ias) batteries were not charging. The mobile view station (mvs) was powering on as expected. Both the system power lights and line power leds were lit on the mvs and ias. The battery indicator lights were not scrolling, and depleted. This issue was identified by the user outside of a clinical procedure.